Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine interrogation on (B)(6) 2018 . It was noted during the interrogation that the pacemaker was oversensing noise. The device had also recorded 4 noise reversions. Programming changes were suggested, but not made.

Event description:
New information received on 25 jun 2021, indicates that the device is still over-sensing automatic measurements. No resolution was reported, and the patient was stable.